Manufacturer narrative:
Additional information was received that there was no breakage of skin.

Event description:
A report was received that the patient fell and might have hit the ipg. Following the fall the ipg was sticking out of the patient's skin and the patient had to push the ipg back into place. It is unclear if there was actual breakage in the patient's skin.

Event description:
A report was received that the ipg was sticking out after the patient had a fall and might hit the ipg.

Event description:
A report was received that the patient fell and might have hit the ipg. Following the fall the ipg was sticking out of the patient&#38112;skin and the patient had to push the ipg back into place. It is unclear if there was actual breakage in the patient's skin.